Manufacturer narrative:
The customer declined service offered by bci. The field service engineer (fse) was not dispatched to the site to investigate the event. The fse did not evaluate the instrument. The accutni quality control (qc) data was reviewed and the qc was within specifications during the time of the event. Also, a system check performed on (B)(4) 2008 resulted within specifications. The customer indicated that this event is due to sample handling process. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer re-ran the sample on a different instrument and the result was within the risk stratification range. The initial erroneous result was reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.